Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Both lot numbers were used in the procedure and it has not yet been confirmed which is the lot that malfunctioned: lot #: 0951231, lot #: 0936491. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the second anchor did not deploy. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.